Manufacturer narrative:
According to the information provided by the treating nurse, the patient did not adhere to post treatment recommendations and went to sauna/exercised within the first 48hrs following the procedure. Such nonadherence to aseptic conditions following an invasive procedure resulted in the reported secondary infection. No sterility complaints have been received for quantum 25, as confirmation that the infection was secondary to the device use and related to patient's incorrect behavior following the procedure. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
Treatment provider reported of a female patient developing a secondary infection in her right anteromedial thigh following treatment with quantum 25. On the provided photo of 7 days post tx, a large inflamed red area can be seen, consistent with cellulitis. According to the treatment provider, the patient is currently taking antibiotics and seems to be improving.